Manufacturer narrative:
Additional information: section h4 (device manufactured date) has been updated based on returned product download. Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Data was extracted using approved software and the sensor was in state 5 (indicating normal termination). Observed damaged sensor ears upon visual inspection of the sensor plug assembly. Correct plug seating was not prevented by the damaged sensor ears. Therefore would not have caused the customers complaint. The sensor was activated with a known good reader to perform linearity test and the linearity test successfully activated high and low glucose alarms. Thus, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported no glucose alarm alert while wearing the adc freestyle libre 2 sensor. On (B)(6) 2021, the customer experienced a loss of consciousness and required glucagon injection from a non-hcp for treatment. No further information was provided. There was no report of death or permanent injury.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported no glucose alarm alert while wearing the adc freestyle libre 2 sensor. On (B)(6) 2021, the customer experienced a loss of consciousness and required glucagon injection from a non-hcp for treatment. No further information was provided. There was no report of death or permanent injury.